Event description:
It was reported that revision was performed due to the post on the articular insert broke off.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A review of the provided picture confirmed the stated failure mode. The picture appeared to show a piece of the post of the insert in a bowl on the or table. The medical investigation concluded that one photo of the broken device was provided and reviewed. However, without the requested relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include improper device size or a traumatic injury.